Event description:
Note: event date is unknown. It was reported to boston scientific corporation that a one step button gastrostomy device was initially placed procedure in 2008 (patient age, gender and weight unknown). According to the complainant, after an undetermined time post button placement, "leakage occurred due to a tear in the shaft." The device was replaced with another one step button. No patient complications were reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned device revealed that the body of the gastrostomy button was torn. A functional evaluation found that vacuum could be pulled on the button valve indicating proper valve functionality. The tear was likely the result of excess force applied to one side of the button flange and cap. A review of the device history record for the pertinent lot was performed; no anomalies were noted. A search of the complaint database did not identify any similar complaints for the same lot.